Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 5mg/ml via an implantable pump. The dose was at 0.0312 mg/day at the time of the report. Indication for use was spinal pain. The date of the event was (B)(6) 2016. Medical history was reported as none. It was reported the patient was admitted to the hospital on (B)(6) 2016 with a gastrointestinal bleed. Per the intensive care unit (ICU) physician the patient was intubated and was not waking up as expected. Medical intervention was done per ICU. The pump was turned to minimum rate on (B)(6) 2016. No troubleshooting or diagnostics were performed. The issue was not resolved. Patient status was alive - with injury noted as the patient was unresponsive. No intervention was planned with the pump. Surgical intervention did not occur and was not planned. There were no environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2016 additional information reported the representative was called back to the hospital to turn the patient's pump back on as the patient was improving. The pump was turned to 0.5mg/day per doctor's orders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional regarding the unresponsive patient. It was reported on (B)(6) 2016 that the patient was stable and had no permanent injury. It was also reported that the gi bleed was unrelated to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.